Manufacturer narrative:
Device evaluated by MFR: a follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported low pitched howling noise occurred at connecting a circuit. There was no patient involvement.

Manufacturer narrative:
Date of report: 05jun2019. Date received by manufacturer: 06may2019. The manufacturer¿s international service technician confirmed the reported noise issue. It was also confirmed that the green power on/off (light emitting diode) led was not illuminated. The manufacturer¿s international service technician replaced the defective power switch overlay and the vibration dampening ring was repositioned to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.